Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received one used drain pc2227. There is a 3mm cut on the drain near the area where it was tied to a patient. Our process includes 100% visual inspection of the drain so it is unlikely that the drain was supplied in this condition. Most probably the drain was damaged in use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information has been requested and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of replacing the drain? No further information is available. Was the drain replaced during the same surgery or was a second surgery needed? The same surgery. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a drain was used. During surgery when placing the drain, it was found that there had been a crack on the drain. So, use was stopped, and the surgery was completed with another drain. Further details are not provided. There were no adverse consequences to the patient.